Event description:
Additional information was received that this issue occurred the day after implant and resolved. According to available information, no changes were made to this system.

Manufacturer narrative:
(B)(4). When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead and cardiac resynchronization therapy defibrillator (crt-d) displayed oversensing and undersensing myopotential noise.